Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an overnight low blood glucose while using the ilet system, with a lowest continuous glucose monitor value of 49 mg/dl and a low glucose alert acknowledged and treated with oral carbohydrates. Symptoms included hypoglycemia with confusion/disorientation, shaking/tremors, diaphoresis, and muscle weakness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.